Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would display a black screen, flickers intermittently and would not complete its boot up cycle during initial power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Stryker product analysis center (pac) further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to an inoperative crystal, y1, on the system pcb assembly.

Event description:
A customer contacted physio-control to report that their device would display a black screen, flickers intermittently and would not complete its boot up cycle during initial power on. There was no patient use associated with the reported event.